Manufacturer narrative:
Device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part 314.116, lot 7399796: manufacturing location: supplier universal punch, packaged by monument. Manufacturing date: august 07, 2013. Inspection sheet for incoming inspection met inspection specification. Certificate of compliance received from universal punch and certificate of tests received from carpenter technology corporation meet specification. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was received by the manufacturer, it was noted that the device had a bent/malformed and twisted distal stardrive tip.

Manufacturer narrative:
Additional narrative: a product investigation was completed: a visual inspection under 5x magnification, functional test, drawing review, and dimensional analysis were performed as part of this investigation. A definitive root cause cannot be identified with the limited complaint details. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The screwdriver was returned with the blades dented and pushed proximally and twisted by a counterclockwise force. It is unlikely that the design contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that parts were detected as damaged during internal inspection of loaner kits. Reportedly there was no patient or procedure involvement. This report is for a screwdriver that was stripped. This is report 16 of 20 for com-(B)(4).